Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and rebuild modular chemistry (mc) sample syringe drive assembly by replacing the worn mc sample syringe drive shaft and mc sample syringe drive bracket with bearing to resolve the issue. Fse verified instrument operation.

Event description:
The customer reported recovering low creatinine (crem) patient results in unicel dxc 880i synchron clinical system. The erroneous results were reported out of the laboratory. The customer repeated the sample on another instrument and received acceptable results. Quality control and calibration was within the laboratory specified range on the day of the event. There is no report of impact to the patient treatment because of this event.